Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient was experiencing shocking sensation shooting up in the back despite having the ipg in hibernation but the physician believed that the battery would not be the cause since stimulation was off. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient felt warmth and the battery heating up during charging. There were no visible signs of the patient¿s skin being affected by the warming of the battery during charging. It was also reported that the patient had discomfort at the ipg site.

Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.